Event description:
The customer reported the device makes strange sparking noise when charging to 200 joules. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device makes strange sparking noise when charging to 200 joules. There was no report of patient involvement.